Manufacturer narrative:
Date of occurrence and date of (implant) surgery estimated as the actual dates were not provided in the initial report. The device remains implanted in the patient¿s eye; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. Vision distortion/disturbance is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are many factors that may have contributed to the potential cause of the reported event. The MDR decision was based on lack of information regarding the cause of the event. MFR# reference: (B)(4).

Event description:
The patient reported experiencing visual complaints following a left eye cataract plus istent procedure. The patient reported a "small cloudy spot" in his upper left peripheral vision. The patient denied any other symptoms, and decline to grant consent to obtain additional information from the implanting surgeon. The patient planned to provide additional information after meeting with his physician on the following day of this report. However, no additional information has been received to date.